Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported via sales representative right side "tissue expander that was deflated due to what appears to be a manufacturing flaw. The seal around the port split, and deflated requiring the patient to go back to surgery for a replacement." The device has been explanted and replaced.

Manufacturer narrative:
Photos of device received; evaluation not yet begun. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "tissue expander that was deflated due to what appears to be a manufacturing flaw. The seal around the port split, and deflated."

Event description:
Healthcare professional reported via sales representative side unspecified "tissue expander that was deflated due to what appears to be a manufacturing flaw. The seal around the port split, and deflated requiring the patient to go back to surgery for a replacement." The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later confirmed right side.